Event description:
It was reported that during a gastroplasty procedure, the device would not staple. It was not reported how the procedure was completed. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.